Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient experienced an artificial urinary sphincter (aus) replacement surgery due to recurring stress urinary incontinence (sui). The previous cuff was removed and replaced. The patient outcome was reported to be fully recovered.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient experienced an artificial urinary sphincter (aus) replacement surgery due to recurring stress urinary incontinence (sui). The previous cuff would not coaptate. All components were removed and replaced. The patient outcome was reported to be fully recovered.